Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that after installing the application and then license using a usb, the license copies correctly but displays a clock shift error when logging into the application at the main software login screen.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735913, serial/lot #: (B)(4), UDI#: (B)(4). Software analysis determined that the reported behavior was consistent with a known software anomaly. If information is provided in the future, a supplemental report will be issued.